Manufacturer narrative:
Concomitant medical products: 310c25, tissue valve, implanted: (B)(6) 20117. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing and far field r-wave (ffrw) oversensing on the right atrial (ra) lead. It was also reported that the implantable cardioverter defibrillator (ICD) detected ventricular fibrillation (vf) and shocked the patient. It was suspected that the rhythm was atrial tachycardia (at)/atrial fibrillation (af) with rapid ventricular response. The device appears to be currently functioning as programmed. The device and lead remain in use. No further patient complications have been reported as a result of this event.